Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that patient experienced pain, discomfort, aching and soreness, which causes her to limp. There is audible noise emanating from the area of her hip implant. Patient has not yet scheduled a revision surgery. Update: (B)(6) 2014 - medical records received. Patient was revised to address metal wear ions and debris, osteolysis, greenish-black fluid, scar and fibrous tissue and metallosis. The unknown hip is being updated to the cup, and the head is being added to the complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.